Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a critical power error alarm. The customer¿s blood glucose level was unknown. The customer states they received a critical pump error image on the pump screen. Troubleshooting was performed for critical power error alarm. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 and critical pump error (open book image) during testing. Unable to determine the root cause, problem isolated to motor force sensor.